Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device failed to convert after five shocks and therapy was exhausted. The ventricular tachycardia (vt) spontaneously converted and the patient was not symptomatic. Defibrillation threshold (dft) testing found the device was programmed in initial polarity, when tested in reversed polarity the device successfully converted. Reversed polarity was then programmed on. There were no adverse patient effects reported.